Event description:
It was reported that temperature probe was not registering alarm 14 (patient temperature 1 probe out of range medium priority alarm) on the arctic sun device. Nurse had already confirmed that both core temperature sources register on the bedside monitor. Mss had nurse disconnect and reconnect the temperature probe cable from the device. The temperature was still not registering on the arctic sun device and had the nurse disconnect probe, turn off and unplug device, plug in probe, plug in, and turn on device. Patient temperature was now reading. Mss confirmed that the core temperature patient temperature was 39.8c, target temperature was 37c, water temperature was 2.7c and flow rate was 4lpm.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be due to "sensor wire too weak or thermistor chip too weak or handling damaged". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A DHR review is not required as the lot number is unknown. The product catalog number and lot number for this device is unknown. Therefore, bard is unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that temperature probe was not registering and alarm 14 (patient temperature 1 probe out of range medium priority alarm) was observed, temperature 1 probe was not detected, or temperature reading was below the lower limits of the display range (10°c /50°f) on the arctic sun device while in a patient mode i.e., control patient, cool patient or rewarm patient. Nurse had already confirmed that both core temperature sources registered on the bedside monitor. Mss had nurse disconnect and reconnect the temperature probe cable from the device, but the temperature was still not registering on the arctic sun device. The representative then had the nurse disconnect probe, turn off and unplug device, plug in probe, plug in, and turn on device and the patient temperature was now reading. Mss confirmed that the core temperature sources register on the bedside monitor. Mss confirmed that the core temperature patient temperature was 39.8c, target temperature was 37c, water temperature was 2.7c and flow rate was 4lpm.